Event description:
A physician reported a pt who was double skin tested on 20 september 1997 in the right forearm and 6 october 1997 in the left forearm with negative results. On 23 october 1997, the pt was treated in the nasolabial folds and oral commissures. On 15 june 1998, the pt developed swelling and induration at the skin test sites and the upper injection sites of the nasolabial folds. There was no redness, pruritis, or flakiness. The symptoms had been intermittent in nature. The physician believed the symptoms were a hypersensitivity to the collagen. No intervention was prescribed. On 10 august 1998, the physician prescribed intralesional kenalog to the forearm test site, which was effective; on 25 september 1998, intralesional kenalog was prescribed to the nasolabial folds. The physician noted improvement, but not complete resolution of the symptoms at the nasolabial folds.